Manufacturer narrative:
No unexpected button error alarms were noted. The insulin pump had minor scratches on the display window, a cracked case at the display window corners, cracked display window, cracked reservoir tube lip, scratched reservoir tube window, cracked battery tube threads, a cracked belt clip slot and a stained end cap sticker. No unexpected number ramping anomaly was noted. The insulin pump had intermittent button response due to corroded keypad traces.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the insulin pump alarmed button error. The customer's blood glucose was 82 mg/dl. The customer stated that they were entering information into the device and the numbers kept going up. The customer disconnected the device. The discontinuation of the device was advised. Nothing further was reported.